Event description:
Victim was administered flu shot by needle that broke off in his arm without notice by nurse administering. Three weeks later the needle had to be surgically removed in an emergency operation after discovered by x-ray. Needle had "traveled" and was in danger of entering bloodstream and potentially causing death or serious bodily harm. Clinic that administered the flu shot advises that they used needles at that clinic manufactured by bd. No further info has been supplied by the clinic at this time despite request.